Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been in the emergency room due to high blood glucose levels. No additional information was provided at the time of the report. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.